Event description:
During a survey, an unspecified healthcare worker responded that one patient became critically ill due to a thromboembolism during an unspecified procedure wherein peri-guard was applied for ¿great vessel repair¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.